Manufacturer narrative:
Evaluation of the returned pod pc revealed that the introducer sheath was kinked. If the rhv is over tightened onto the introducer sheath, or if the introducer sheath is manipulated at extreme angles while inserted into an rhv, damage such as kinks may occur. During functional testing, resistance was experienced, and the pod pc could not be advanced or retracted from its returned position within the introducer sheath. The damaged introducer sheath may have contributed to the resistance experienced during the procedure. Further evaluation revealed pusher assembly bends. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left pulmonary artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician implanted a pod coil in the target location. Subsequently, the physician placed the introducer sheath of a pod pc into the rotating hemostasis valve (rhv) and advanced the coil. It was reported that the introducer sheath appeared to have come back a bit because the pod pc coiled up and came out of the introducer sheath in the rhv. The pod pc was then removed. The physician attempted to re-advance the pod pc but experienced resistance and the pod pc would not advance further after 5cm. Therefore, the pod pc was removed. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.